Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer&#38112;blood glucose (bg) level was 380 mg/dl. Reportedly, at the time of the report, the customer's bg level was ok. Troubleshooting did not occur with tandem&#38112;technical support as the alleged issue occurred in the past and that the customer was not using the pump at the time of the report. Reportedly, the pump wouldn&#38176;be used for a couple of days.